Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 541 mg/dl. Customer had foot surgery and thus they were on medication. The customer did not provide the symptoms regarding high blood glucose. Customer did self test and displacement test. The customer declined troubleshooting for high blood glucose level because doctor said she would experience high blood glucose due to medication during surgery. The insulin pump was not returned for analysis.